Event description:
Patient was on a ladder/scaffolding and fell approximately 5 ft onto operative (left) side resulting in periprosthetic fracture.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient was on a ladder/scaffolding and fell approximately 5 ft onto operative (left) side resulting in periprosthetic fracture.

Manufacturer narrative:
An event regarding periprosthetic fracture & loosening involving an insignia stem was reported. The event was confirmed via med review. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: "no preoperative medical information was provided for review. Operative notes for the primary tha were not provided for review. Little medical information was provided for the revision. That said, a patient who appears to be part of a post market surveillance study, had a fall from a 5 foot height that resulted in a periprosthetic fracture and loosening of his stem. The femur was revised to a longer stem with orif via cables. The patient appeared to recover well." Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to periprosthetic fracture. A review of the provided medical records by a clinical consultant indicated: "no preoperative medical information was provided for review. Operative notes for the primary tha were not provided for review. Little medical information was provided for the revision. That said, a patient who appears to be part of a post market surveillance study, had a fall from a 5 foot height that resulted in a periprosthetic fracture and loosening of his stem. The femur was revised to a longer stem with orif via cables. The patient appeared to recover well." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.